Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and ¿severe allergic reaction" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Adverse events: per table 1 and table 3: injection site responses by severity after initial treatment occurring in > 5% of treated subjects (n=154) for possible injection site responses post injection with juvéderm volbella® xc include swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. Injection site responses by severity and duration after repeat treatment with juvéderm volbella® xc occurring in > 5% of treated subjects (n=123) include swelling, tenderness, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Post-market surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact."

Event description:
Healthcare professional reported after injection in the lips with 1 syringe of juvéderm volbella® xc, patient developed swelling and ¿a severe allergic reaction that spread all through the cheeks." It was described that patient "looks like an orangutan.¿ patient went to the ER on the day of injection and was treated with zantax, prednisone, and benadryl. Symptoms have improved "80%." Patient has a "sensitivity to codeine," as well as "seasonal allergies." Patient takes lisinopril, levothyroxine, claritin, and flonase (as needed) concomitantly.

Event description:
Further follow up with the healthcare professional revealed symptoms resolved 5 days after injection.

Manufacturer narrative:
Device history record summary: all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported after injection in the lips with 1 syringe of juvéderm volbella® xc, patient developed swelling and ¿a severe allergic reaction that spread all through the cheeks." It was described that patient "looks like an orangutan.¿ patient went to the ER on the day of injection and was treated with zantax, prednisone, and benadryl. Symptoms have improved "80%." Patient has a "sensitivity to codeine," as well as "seasonal allergies." Patient takes lisinopril, levothyroxine, claritin, and flonase (as needed) concomitantly.